Event description:
Customer reported unexpected negative results on echo using capture-r ready screen (crrs)3, when testing a patient who had received rhogam. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
The limitation in the package insert for capture-r ready-screen (3) states that weak examples of clinically relevant antibodies may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique. Passively administered anti-d may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique.